Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20036188 d.4. Medical device expiration date: 03/04/2022 h.4. Device manufacture date: 03/18/2020 d.4. Medical device lot #: 20036259 d.4. Medical device expiration date: 03/04/2022 h.4. Device manufacture date: 03/19/2020 d.4. Medical device lot #: 20046570 d.4. Medical device expiration date: 04/04/2022 h.4. Device manufacture date: 04/23/2020 investigation conclusion thirteen 20019e7d samples were received for investigation with residual fluid present in the line. Additionally seven empty 20019e7d packages (one from lot 20036259, four from lot 20036188 and two from lot 20046570) were received with the samples to assist the investigation. A visual inspection did not identify signs of damage or defects which could have contributed to the customer's experience. All the samples were subjected to functional testing by connecting a 50 ml bd plastipak syringe from retained stock to each smartsite component and flushing the samples; no occlusions or flow restrictions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20036259, 20036188 and 20046570 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. See h10.

Event description:
It was reported that 12 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: valves not working on sets I have customer issue with the above product 20019e alaris smartsite extension set 0.4ml 24cm with 2 ports the customer has at least 12 sets that either both or one valve is not working.

Manufacturer narrative:
Device lot #: an invalid lot # of 20036188 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 12 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: valves not working on sets I have customer issue with the above product 20019e alaris smartsite extension set 0.4ml 24cm with 2 ports the customer has at least 12 sets that either both or one valve is not working.